Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer and the customer¿s complaint was confirmed. The device's system board and detachable battery board were replaced to address the issue.